Event description:
The revent is reported as: the customer alleges that the valve of the pilot balloon did not work properly. It was hard to insert the syringe tip to the valve to inflate the cuff. The alleged defect found prior to patient use. No report of a patient injury or a delay in treatment to a patient.

Manufacturer narrative:
From the picture it was not observed a "difficult to inflate cuff prior to use" and sample was not available. No other defects were observed. A function and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, hvt, 8.5, lot#01e1200313 was manufactured on 05/22/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no were changes required. The complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.